Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the pain was improper nail placement. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(4) 2016 that a sign im nail implanted to repair a fracture was replaced due to pain. The im nail was replaced with a 11mm x 340mm, standard nail per the sign technique manual. Surgeon comments from followup visit on (B)(6) 2016: "patient present knee pain. I assume the nail was too extended in the knee joint. We plan to remove the nail."